Event description:
It was reported that there was a removal of a tibial insert from a duracon knee. Replaced with triathlon ts insert. Revised because of infection, irrigated and debridement done.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown l- 16mm insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned - hospital policy.